Event description:
The reporter stated that neuragen was implanted into a pt during a surgical procedure after the label expiration date. Lot 1090372 expires jan 31, 2011 and the case was (B)(4), 2011.

Manufacturer narrative:
The device involved in the reported incident is not expected to be received for eval. An investigation has been initiated based upon the reported info.